Event description:
Reportedly the stent was being used in the sfa and foreshortened. The lesion wasn't covered so another stent was put in. No further information provided.

Manufacturer narrative:
H6: device not returned.